Event description:
It was reported that failure to interrogate and backup vvi issue were observed on the device. The patient stated that the device was hacked. Programming change was made. The patient was asymptomatic.

Manufacturer narrative:
Transmitter was unable to communicate with unity device because unity device was in backup mode. After recovery from backup mode including firmware update, normal transmitter and unity device performance was restored.